Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during a log file review, low speed operation alarms were noted. Additional info received stated that the pt experienced pump stoppage while connected to the power module. An underground pt cable was provided to the pt and no further alarm conditions have been reported.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.